Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 44.8mm abdominal aortic aneurysm. During the index procedure, the physician elected to use the chimney technique due to the hostile proximal neck anatomy. A gore excluder and three non-medtronic bare metal stents were also implanted. It was noted during the index procedure that the bare metal stents were implanted at the level of the proximal edge of the bifurcate stent graft. It was reported that follow up CT was completed. A possible type ia endoleak was observed. The physician commented that the cause of the event was due to the way in which the renal artery ¿travelled¿. When the bare metal stent was implanted during the index procedure a gap was created in the proximal site. No additional clinical sequelae were reported and the patient will be monitored.